Manufacturer narrative:
Citation: calafiore am et al. Early failure of tricuspid annuloplasty. Should we repair the tricuspid valve at an earlier stage? The role of right ventricle and tricuspid apparatus. J card surg. 2019 jun;34(6):404-411. Doi: 10.1111/jocs.14042. Epub 2019 apr 8. Supplementary table document. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Medtronic received information via literature regarding a study designed to identify subgroups of patients at higher probability for tricuspid annuloplasty failure in order to develop different surgical strategies in terms of either indications and treatment. All data were retrospectively collected from a single center between may 2009 and december 2015. The study population included 688 patients (predominantly female; mean age 53 years), an undisclosed number of which were implanted with medtronic duran ancore bands (no serial numbers provided). Among all patients, the in-hospital and 30-day mortality rates were: 7.1% (49 patients) and 3.8% (26 patients), respectively. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: reoperation (due to bleeding or hemodynamic complications), stroke, acute myocardial infarction, intra-aortic balloon pumping support, extracorporeal membrane oxygenation support, reintubation while in the intensive care unit, and mild (residual)-moderate-severe tricuspid regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.